Manufacturer narrative:
(B)(4). (B)(6). The amo technical support specialist (tss) performed the troubleshooting and confirmed the reported issue and advised the field service specialist (fss) to replace several parts on the unit. Fss replaced instrument manager, hard drive, network adapter and cable, and power supply. Fss performed the two year preventative maintenance (pm) and replaced batteries, filter and o-ring on the unit as part of the pm. Fss also carried out the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.